Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 6mm amplatzer multi-fenestrated cribriform occluder was chosen for implant using an unknown delivery system for an laao closure procedure. Initially, a 16 mm amulet device was assessed but determined to be too large due to the patient¿s laa anatomy, which included a small, narrow neck and very narrow ostium. The physician subsequently requested a 6mm amplatzer multi-fenestrated cribriform occluder, with the intent that the 6 mm waist would align with the measured neck, while the left atrial disc would be positioned within the laa and the right atrial disc would rest at the ostium. During the first deployment attempt, visualization was limited due to increased shadowing from a prominent pulmonary vein ridge, and all imaging views were considered unsatisfactory; the device did not fully assume its intended configuration and was recaptured. A second deployment attempt was then performed with the sheath positioned more distally within the laa. During this attempt, the imaging physician identified a pericardial effusion, and despite continued imaging difficulty, communicated concern that the sheath and device may have entered the pericardial space. In response, the implanting physician attempted to deploy a non-abbott device in an effort to ligate the laa and limit further effusion; however, this attempt was unsuccessful. The physician then initiated aspiration to remove accumulated blood, while the electrophysiology lab team prepared for emergent surgical intervention, and the patient was subsequently transferred to the operating room.